Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that at the next morning post-op check the patient was extubated and was sitting up in the chair alert and o riented. There were no further complications.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. The battery had completely depleted and was unable to be interrogated. The physician stated that the left ventricular (lv) lead had been programmed very high. The patient lost consciousness and was in asystole, and had to be life flighted to the hospital. The patient was transcutaneously paced and intubated. A temporary transvenous pacemaker was initially placed until the ICD could be explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2009; 419688, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.